Event description:
The patient was undergoing a coil embolization procedure in the left main pulmonary trunk using pod coils, a pod packing coil (packing coil), packing coil xls, a non-penumbra catheter, and a non-penumbra microcatheter. During the procedure, the physician placed eight pod coils, one packing coil, and three packing coil xls in the target location. After placing a final packing coil in the target location, the physician performed a fluoroscopy and noticed the coils placed in the target site had shifted. It was reported the tail end of the 30cm packing coil xl had come out of the target location and was in an adjacent pulmonary trunk that was medial and lateral to the target site. The physician used a snare device to successfully remove the 30cm packing coil xl. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.